Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (05/23/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter has passed testing with no faults found. Retain test strips were also tested on (B)(6) 2011 and passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 between 7:10pm and 7:30pm. The patient reported a blood glucose reading of "96 mg/dl" with the subject meter. The patient claimed she manages her diabetes with an insulin pump. On the onset of the alleged issue, the patient indicated she did not take any action regarding her diabetes regimen. The patient reported feeling shaky and sweaty around the same time after the alleged issue began and continued to get worse. In response to her symptoms, the patient stated she administered herself an unknown dose of glucose tablets. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly at the time of testing; however the patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.